Event description:
It was reporter that this right ventricular (rv) lead was explanted due to out-of-range high impedance measurements. This lead was successfully replaced. No additional adverse patient effects were reported.